Event description:
Reporter stated that back to back testing was performed on the inform system and a lab instrument with results of 19 mg/dl on the inform and 167 mg/dl at the lab. No quality control info was provided. Pt was given d50; application interval or amount given was not provided. Pt is in the ICU; status not provided. A request was made for return of the suspect product and a replacement was sent.